Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not clear. Reportedly, customer was "unconscious" and was admitted to the intensive care unit. Hospital staff "stuck a tube down [their] throat into [their] lungs"; customer could not recall nature of treatment provided to address bg. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.